Manufacturer narrative:
(B)(4); no consequences or impact to patient. (B)(4); high test results an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated discrepant magnesium results were generated on the architect c16000. A patient specimen generated an initial result of 3.14 mmol/l and upon repeat, yielded a result of 0.64 mmol/l. The laboratory's adult normal range is 0.62 - 1.03 mmol/l. Suspect results were identified during validation checks and no incorrect results were reported. There was no impact to patient management.

Manufacturer narrative:
An abbott field service representative (fsr) was dispatched to the customer site and performed extensive troubleshooting. The fsr concluded that the issue reported by the customer did not appear to be caused by either architect systems in the lab, but rather was most likely due to sample handling/integrity procedures. A review of field data failed to identify a deficiency of the architect c16000 in conjunction with the issue at this customer site. The architect operations manual and ict package insert reinforces the importance of sample handling/integrity and notes that improper sample handling/integrity is a known cause of erratic results on the architect c system. The customer's upgrade to a hanil combi 514r refrigerated centrifuge and process of centrifuging all samples for 10 minutes at a relative centrifugal force (rcf)of 2,068 x g was noted when an abbott technical applications specialist visited the customer site. Based on the information provided by the customer, abbott personnel's troubleshooting the issue, and the review of historical data, the current product evaluation was unable to determine a definitive cause of the customer issue; however, sample handling/integrity in association with sarstedt serum-gel tubes could not be ruled out. It was recommend that the rotor head size of the centrifuge be confirmed and the revolutions per minute (rpm) adjusted to ensure that sarstedt's centrifugation specifications (rcf of 2,500 x g for 10 minutes at 20 c ) for the s-monovette serum gel tubes are met. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. A product malfunction was not identified.